Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a cleaner leak under the coulter lh 750 hematology analyzer at the front right side. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the probe wipe module (vl111).

Manufacturer narrative:
Results: probe wipe module. (B)(4).